Manufacturer narrative:
(B)(4), results: inherent risk of procedure (occlusion), patient's condition affected effectiveness of device (anatomy related; vessel morphology), unapproved use of device (implanting iliac limbs into surgical grafts and not into native vessels), conclusion: device failure/lack of effectiveness related to patient condition (anatomy related; vessel morphology), known inherent risk of a procedure (occlusion).

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. A 4.3 cm in diameter saccular abdominal aortic aneurysm was reported with an infra-renal angle of 0 degrees. The proximal aorta was 19 mm in diameter and 29 mm in length. The distal aorta was 19 mm in diameter. The right and left iliac arteries were 10 mm in diameter. The right and left femoral arteries were 6 mm in diameter. There was no circumferential thrombus and no major calcification. The patient was status post aorto bi-iliac bypass in 1995 for an abdominal aortic aneurysm repair involving low-level implantation on the aorta by termino-terminal technique of a 20x10 mm prosthesis. The iliac limbs of the endurant stent graft were placed into the iliac surgical grafts, and not into native vessels. Approximately two weeks after implanting the endurant stent graft system, the patient presented emergently with sub-acute ischemia and was admitted to the hospital. The left limb of the stent graft was found to be thrombosed, and a right to left femoral-femoral bypass was performed. The physician noted the cause of the occlusion may be related to thrombogenic hormone replacement therapy. There was no obvious mechanical cause, although the physician noted that the narrow femoral arteries may have also been a factor. The physician noted that the event was related to the device, but not related to the procedure or the aneurysm. No additional clinical sequelae were reported and the patient is fine.